Manufacturer narrative:
A sample is not available for evaluation. However, the initial reporter supplied two photos of the suspect device. A photo inspection observed the safety shield was bent and not able to cover the needle. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5352482. A manufacturing review revealed no abnormalities with preventative maintenance, calibration, or equipment that could have influenced this issue. Conclusion: although the photos observed the customer's indicated failure mode, an absolute root cause for this incident cannot be determined. CAPA (B)(4) has been initiated to identify and address the potential causes of safety shield disengagement. (B)(4).

Event description:
It was reported that after a student nurse had used a 23 g x 1 in. Bd eclipse hypodermic needle, she activated the device's safety mechanism, the safety shield did not cover the needle, and the student nurse obtained a contaminated needle stick injury. The student nurse received post exposure lab work through her primary care physician but no post exposure prophylaxis was provided. The source patient also received post exposure lab work. The results of the blood work is unknown.